Event description:
Procedure: distal pancreatectomy procedure. According to the reporter: operation went fine; patient started showing signs of complications after 4 days. They took her back into surgery and found that she and an inflammation which caused a bowel obstruction. The bowel was stuck to the staple line with the trs. The difficulty resulted in unintended colostomy as they had to detach the colon. There was unanticipated extension of the incision by more than one inch as they had to take the patient back in for an open procedure. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Patient is currently out of the hospital.

Manufacturer narrative:
(B)(4).